Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacing inhibition, non-sustained and diverted episodes.